Manufacturer narrative:
The device was found to be giving incorrect child patient prompts with an adult pad-pak installed, as per the reported fault. The measurements taken indicate a failure of the reed switch (sw1). No visual abnormalities were observed with the reed switch. The device could deliver therapy; however, the shock energy may have been reduced for patients of a higher impedance due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance 74 would have been compromised.

Event description:
Child patient with adult pad-pak. No patient involvement.

Event description:
Child patient with adult pad-pak. No patient involvement.